Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a high sensor scan of 211 mg/dl and based on the sensor result, the customer self-treated with 8 iu of novorapid insulin. The customer experienced symptoms described as ¿pale, more strength, tired, and difficulty opening eyes¿ and required treatment of ¿two spoons of jam, sugar, and 2 papillotes¿ by a non-hcp. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 501 mg/dl was compared to an adc meter result of 142 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Note: the provided readings are unrelated to the medical event date.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a high sensor scan of 211 mg/dl and based on the sensor result, the customer self-treated with 8 iu of novorapid insulin. The customer experienced symptoms described as ¿pale, more strength, tired, and difficulty opening eyes¿ and required treatment of ¿two spoons of jam, sugar, and 2 papillotes¿ by a non-hcp. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 501 mg/dl was compared to an adc meter result of 142 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Note: the provided readings are unrelated to the medical event date.